Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) issue has been completed since the original report was filed. The console was returned and tested after arriving in fs. Battery failure alarm issue was able to be reproduced. The issue was determined to be caused by internal battery cell imbalance.

Event description:
The complainant reported that during impella support, the automated impella controller (aic) displayed a battery failure alarm. The battery was not charging. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.